Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device was not functioning, the motor was rusty, the electrical control unit (ecu) was damaged, and the device had unintended activation/motion. It was further determined that the device failed pretest for check function with the test hand switch, check for unintended motion, check power with the power test bench, and check speed with the tachometer. It was noted in the service order that the device was not working before surgery start. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run, and failed pretest for check for unintended motion. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI (B)(4).